Event description:
It was reported that once implanted, no output was observed from the pulse generator. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.